Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module for five patients. Patient 1's initial result was 163 mmol/l. The first and second repeat results were 142 mmol/l. Patient 2's initial result was 232 mmol/l. The first repeat result was 152 mmol/l. The second repeat result was 153 mmol/l. Patient 3's initial result on (B)(6) 2026 was 227 mmol/l. The first repeat result was 144 mmol/l. The second repeat result was 141 mmol/l. The third repeat result was 142 mmol/l. Patient 4's initial result on (B)(6) 2026 was 227 mmol/l. The repeat result was 140 mmol/l. Patient 5's initial result on (B)(6) 2026 was 181 mmol/l. The repeat result was 140 mmol/l.

Manufacturer narrative:
The sodium electrode lot number is dws86, and the expiration date was not provided. A field service engineer (fse) cleaned the ion-selective electrode (ise) trough and the sipper nozzle. They also performed an ise needle alignment and replaced tubing. Calibration and qc were successfully completed. The issue recurred, and a new visit was completed. The fse determined that there was a hole in the vacuum tubing from the rinse station and repaired it. The fse also readjusted the water level from the sample wash station, readjusted the gear pump pressure, and replaced the belt and motor for the sample probe rotation. The fse also replaced and adjusted the sample probe assembly and executed a mechanism check and cell blank measurement. Calibration and qc were successfully completed. The investigation determined that the service action resolved the issue.